Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data indicates that the pod completed both its first and second priming sequences and was deactivated at 3029 pulses. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. The patient noticed that the pink slide did not move forward, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.